Event description:
The manufacturer received information in relation to a simplygo mini oxygen concentrator. The device was serviced by a field service technician. During the evaluation of the device had high pressure sieve canister assembly, defective pca, contaminated inlet filter, dirty patient filter and red light alarm.

Manufacturer narrative:
H3 other text : service technician